Manufacturer narrative:
The following other devices were listed in this report: series 7000 standard tibia, cat# 7115-0005; lot t02e1013. Scorpio cr waffle femur kit lfit w/posts, cat# 70-4107r; lot k02k424. Scorpio u-dome patella, cat# 73-3708; lot k720. The results of the evaluation performed indicate that it is difficult to determine the exact cause of the reported infection after approx. 8.5 years. The reported devices have not been returned and clinical information was not made available to confirm the reported event. A review of the manufacturing history records for the implanted devices indicates that the devices were manufactured according to specification. The product experience reporting database (april 2004 to january 2011) shows that there have been no other reported events regarding the reported device lot codes. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "all implants were explanted due to infection, spacer was implanted."